Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and event codes were logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed the device reset itself during boot up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the patient parameter pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed patient parameter pcb assembly. It was determined that integrated circuit (ic) chip, designator u5 had pin 3 electrically shorted to ground. The shorted ic caused fuse, designator f3 to open electrically.